Manufacturer narrative:
Hospital retained device.

Event description:
It was reported that 3 everest set screws came loose on the distal end of the construct post-operatively. Fusion did not occur. The patient began experiencing lower back pain and revision was performed. This report will capture the second of three screws.

Event description:
It was reported that 3 everest set screws came loose on the distal end of the construct post-operatively. Fusion did not occur. The patient began experiencing lower back pain and revision was performed. This report will capture the second of three screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: under torqued set screws or rod not fully reduced during the initial surgery. Post-operative patient activity may have also introduced unanticipated loading within the construct, causing the set screw to back out.